Manufacturer narrative:
This device was returned to mmdg and the evaluation is in progress. This complaint occurred while the device was in use with a pediatric patient. While no harm or adverse effect to the patient was reported mmdg considers all instances of overrun with a pediatric patient reportable.

Event description:
The initial reporter stated that the "dose is done and pump will not stop or turn off." The initial reporter was not willing to provide any additional information. There was no indication of harm or adverse effect to the patient. (B)(4).